Event description:
Pediatric patient scheduled for ecp today at 8 am; treatment was not completed, did not received treated wbcs as intended:ecp cellex instrument was primed with acda by colleague who reported one "#23 return test pressure failure" alarm after powering up instrument to begin priming process; alarm cleared and did not recur.ecp treatment was begun for this inpatient in usual manner per ecp low weight spg. Early in treatment had total of three "#9 blood pump error" alarms, about 20ml (whole blood processed) apart, last at 157ml wbp. Prior to each alarm noted there was a brief, rapid clicking noise from the collection pump and then pump appeared to get stuck and not be able to turn. Pump was examined and no visible obstruction was noted, able to turn pump handle freely.consulted therakos tech support re: above alarms. Recommendation was to end treatment and return blood products to patient without treating any wbcs as this alarm was likely to recur and prevent completion of treatment; this was done. Possibility of kit defect and/or transducer out of calibration on cellex instrument.what was the original intended procedure?ecp treatment.device #1is this a laboratory device or laboratory test?no.